Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen briefly became unresponsive. Troubleshooting with tandem technical support was performed and the touchscreen appeared to be functioning as intended at the time of the call. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump until the replacement arrives.